Event description:
Additional information received: a magnetic resonance image (MRI) was done and showed ¿obvious fluid,¿ and more fluid than had been seen on a previous MRI. There was a lump on the patient¿s back on the spine area and fluid in the abdomen.

Event description:
It was reported that there was a catheter leak at the connection site in the patient's back. It was indicated that the patient had back pain for a while before the leak was caught [see manufacturing report # 3004209178-2009-06330]. It was reported that the patients back had looked like it had a "dinosaur fin" on it. It was indicated that the medication was tracking down the catheter into her abdomen where the device was placed. The catheter was replaced on (B)(6) 2011 and the pump was repositioned. The outcome of the patient was unknown. The drug delivered via pump was lioresal and it was unclear if gablofen was also delivered at that time. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter product ID, 8590-1 lot# n200050 serial#, implanted: 2009 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was ¿a hole in the catheter since the beginning¿ and the catheter had a leak (please refer to manufacturer report # 3004209178-2009-06330 for previous catheter and pump revisions). The patient stated that the catheter had been working great since the revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4).